Event description:
It was reported that the pump battery was only staying charged for short periods of time. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.